Event description:
The metal screen covering the tip of the arthrocare super turbovac arthroscopic electrocautery probe separated from probes and it was lost in patient's right shoulder subacromial space. Fortunately the surgeon identified the problem and retrieved the loose metal screen arthroscopically.